Event description:
It has been reported that device voice prompts are not functioning correctly.

Manufacturer narrative:
(B)(4). Product evaluation pending. Issues is being reported as alert could not be cleared by operator.